Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to noise oversensing of electrocautery during an electrocautery procedure where a magnet was used to suspend detection. The field representative noted the magnet had moved during the procedure. Technical services (ts) was contacted, and ts informed four bursts of inappropriate anti-tachycardia pacing (atp) and two false positive signal artifact monitor (sam) events, disabling the respiratory rate trend (rrt) sensor, were also observed. The ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to noise oversensing of electrocautery during an electrocautery procedure where a magnet was used to suspend detection. The field representative noted the magnet had moved during the procedure. Technical services (ts) was contacted, and ts informed four bursts of inappropriate anti-tachycardia pacing (atp) and two false positive signal artifact monitor (sam) events, disabling the respiratory rate trend (rrt) sensor, were also observed. The ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the ICD delivered an inappropriate shock and inappropriate atp due to oversensing of electrocautery noise during another procedure. No additional adverse patient effects were reported.